Manufacturer narrative:
Section h11, additional mfg narrative indicates stryker evaluated the customer's device and observed that the device had powered off. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11, additional mfg narrative should indicate stryker evaluated the customer's device and observed that the device had powered off. The technician confirmed that it was due to an undercharged battery. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device had powered off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device had powered off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device had powered off. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.